Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the received flexible shaft was found not able to hold an unknown reamer heads on (B)(6) 2018. There was no patient or surgery involvement. Concomitant device reported: unknown reamer heads (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.a device history record (DHR) review was conducted for part: 352.040, lot: l657236: manufacturing site: bettlach, release to warehouse date: 15.december 2017: the device history record shows this lot of 100 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the complained device is still in the original plastic package. The package is pierced nearby the heat-sealed area. Furthermore the part was found damaged at the tip. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: not required as root cause is use related. Material review/ hardness review: not required as root cause is use related. Summary: our investigation has shown that the complaint condition is confirmed as the device was found damaged. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. As result to the damaged connecting part, it was no longer possible to connect the counterpart as foreseen. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.